Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2024. The event occurred after three or more hours of insertion. The insertion site was abdomen. The infusion set was in use for two days. The blood glucose level was 500 mg/dl. The patient replaced infusion sets and resumed insulin successfully. No further information was available.